Event description:
My new job required a 12 hour shift in a medical mask. No break, with the exception of lunch. At the end of the 1st day, I experienced a migraine (which I am prone to). I chalked up the experience to starting a new job. At the end of the 2nd, 12 hour shift, I again experienced a migraine. Due to this, I was unable to complete the tasks required of my new job and had to resign. The continuing insistence on masks as an npi is short sighted and not based on science. You are well aware that a medical mask is not effective in controlling spread by aerosols. FDA safety report ID#: (B)(4).